Event description:
The customer reported approximately five milliliters of diluent leaked within the instrument and on top of sample caps while processing samples manually involving the coulter act 5diff autoloader (al). The customer was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the rinse block, piercing needle, and probe, and aligned the probe to resolve the issue. No new fluid leak was observed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).